Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing did the issue occur? Cystic duct and cystic artery, surgeon did check for presence of gall stones as he wondered if that could have contributed to the failure of clip formation but there were no stones present. Was there any torquing or twisting during firing? No. Were there any unusual noises heard? No. How was the procedure completed? Re useable ligaclip applier. Was there any patient consequence? If so, please explain. No.

Manufacturer narrative:
(B)(4). The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 5 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The device history records were reviewed and the manufacturing criteria was met prior to the release of the device.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon used the device and discovered that the clips were not closed completely. The scrub nurse dry fired the device 4 times. Clips formed correctly. Unknown how the procedure was completed. No patient consequence.